Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a drawer board issue. A field service engineer replaced the drawer board, rebooted the station and advised the customers to resolve ghost failure to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device. The contact information was kept blank due to the reported issues that were found by the field service technician while on site.

Event description:
It was reported by the customer that the pyxis medstation es system had drawer that was not detected on the communication bus and there were no lights.the customer reported that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.